Event description:
The surgeon implanted an aa4203tl toric silicone lens but it tore while it was being inserted. The surgeon was cutting the lens into pieces to remove it and the cutters caught the anterior capsule and tore it. A vitrectomy was not performed. The incision was enlarged to remove the lens and sutures were required to close the wound. The facility stated it was unknown as to why the lens tore. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility. Co has requested additional information but it has not bee received to date.